Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and passed. Functional tests were performed and passed all relevant testing. An internal visual inspection was performed and passed. The receiver log was downloaded and no data in the investigation window related to the complaint was found. The allegation was not confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.